Event description:
Hcp reports pump was explanted because it had "more residual drug in pump than expected." The patient "went into withdrawal." The pump was explanted and replaced. It will not be returned to the manufacturer per hospital policy. A follow up report will be sent when additonal information is received.